Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was unknown. A day after the onset, the patient was hospitalized for the event. The patient was treated with amikacin injection (250 mg, route, frequency and duration were not reported) and vancomycin injection (500 mg, route, frequency and duration were not reported) for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information is available.